Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The returned ECG was inspected. A heart frequency of 85 bpm was noted which is not the magnet mode. No conclusion can be drawn regarding the root cause of the clinical observation. Based on the returned data it is assumed that the pacemaker was explanted. For further insights the device return would be essential. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The available data revealed a heart frequency of 85 bpm which does not indicate the magnet mode. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Ous MDR - the device has no telemetry. It was interrogated with two programmers.